Manufacturer narrative:
A ge service representative performed an on site investigation. Both the casters and side handle were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the front caster on the 9600 system came off and the workstation side handle broke. No patient injury was reported.